Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user, who reported that while using the rollator, the right wheel fell off," causing her to fall and hit her head, and sustained "bruises on a lot of her body including head, neck, arms, armpit, down her side etc.," but that no bones were broken. The end user reported that "maintenance" at her assisted living facility told her that the threading for the rear axle is stripped. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.